Event description:
Infusing magnesium sulfate rider sodium chloride 0.9% at a rate of 50 ml/hr. Over-infusing detected by burn trauma intensive care unit nurse. Infusion pump and tubing set was removed from the pt and sent to in-house biomedical engineering for investigation.